Manufacturer narrative:
Device evaluation: crease fold, wear abrasion, one opening linear on the posterior, white particles in the shell, and crack opening. Leak test and microscopic analysis was performed which identified: crack valve and one opening crease smooth on the posterior. Based on the device analysis the final assessment is: one crease smooth opening on the posterior assessed as fold flaw opening. A cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.